Event description:
After insertion of the iab, the patient was transferred to the o.r. There, the perfusionist was unable to obtain an arterial waveform. The iab was removed and there were no futher complications.